Event description:
It was reported that during placement of a non-abbott left ventricular (lv) lead, a balance heavyweight (bhw) guide wire was used to guide the lead into the correct position into the coronary sinus vein. The bhw guide wire was used, then removed to insert a whisper guide wire. At this stage, the bhw guide wire was intact. The whisper guide wire was then removed and the bhw guide wire was then re-inserted into the lead. The bhw guide wire was gently inserted using a guide wire introducer from the back. During the case, when the bhw guide wire was withdrawn, it was noted that the tip of the guide wire had become separated inside the lv lead. The lv lead was withdrawn from the anatomy, with the separated portion of the guide wire inside it. The detached part of the guide wire was removed from the lead by inserting another guidewire from the front. This was done outside the patient anatomy. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual, scanning electron microscopy (sem), and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the hi-torque guide wires instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU deviation does not appear to have caused or contributed to the complaint.